Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom car charger will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom car charger is component that enables the freedom driver to be plugged into a 12v vehicle power outlet. The customer, a syncardia certified hospital, reported that the patient's freedom car charger did not work.

Manufacturer narrative:
A return material authorization (RMA) was issued for the return of the car charger; however, it was returned with another piece of equipment with a different RMA that had not been updated by syncardia to include the car charger. Therefore, when the car charger was received at syncardia without an associated RMA, it was discarded per procedure mfg-239, driver receiving and sanitation procedure. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.